Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of devices exhibited stopper creepout/loose closures where closures were loose or came off during processing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-dec-2025. Investigation summary: bd received 400 samples and 2 photos for investigation. The photographs provided did not show the reported defect of stopper creep-out. Out of the returned samples, 20 were subjected to functional testing and none of the cap/stopper assemblies exhibited stopper creep-out/loose closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of devices exhibited stopper creepout/loose closures where closures were loose or came off during processing. There was no health impact or consequences reported.